Event description:
It was reported that the spinal cord stimulation (scs) system was explanted due extended charging time, the patient is doing well post operatively and the device will not be returned as it was disposed per facility.